Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6f/7f mynxcontrol vascular closure device (vcd) sheath was damaged upon unpacking. The device was not used. There was no reported patient injury. A second device from the same lot was subsequently used without any issue. During the procedure, the device was touched by the physician and became contaminated with blood, therefore the nursing staff discarded the device. The device was stored and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use. The device was removed from the packaging directly by the physician¿s hands under sterile conditions. Only a photo of the damaged device is available, and the physical device is not available for return. The device will not be returned for evaluation. Per preliminary image review, the sealant sleeves are split and the sealant is exposed and swollen with blood.